Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a capsule was linked to the recorder and when the capsule was given to the patient, the patient could not swallow the capsule. The procedure was continued the next day with the same capsule and recorder. The physician programmed the capsule to be inserted in endoscopy and as the capsule was linked to the recorder, the capsule was not seen on the screen in real time. There was no patient or user harm.